Event description:
A medtronic representative reported an articulating arm that cannot be tightened enough to hold the emitter in position. There was no patient present when this issue was identified.

Manufacturer narrative:
On (B)(4) 2014, new information was received that the part that was damaged was the emitter holder and not the articulating arm as previously reported. This changed the MDR decision to an event that was not reportable to the FDA because this type of damage was non-essential to the function of the system and would be unlikely to cause patient harm.

Manufacturer narrative:
(B)(4). Suspect vertek arm not returned to manufacturer for analysis.